Manufacturer narrative:
Information unknown/not provided. Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2019 as it was indicated that the symptoms started almost from the beginning. If explanted, give date: not applicable as the device remains implanted. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and non-conformity reports, no deviations or discrepancies related to the same issue were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed two additional complaints received from this production order number which one was voided as it was not a device problem. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported of experiencing blurry vision with the lens implanted in her left eye. The patient¿s symptoms started almost from the beginning and it was indicated that her near vision is blurry and her far/distance vision is better. The patient is able to perform her tasks, but she does a lot of reading and does have a lot of presentations which sometimes it is very difficult for her to do that. The patient no longer drives at night time for she cannot see well at nights and as she also experiences a very bothersome halos/glare which merge into shadows that she experiences in the evenings and nights. The patient was advised by her doctor to wear readers. However, the patient stated that the readers have not helped her and that she has even more blurry vision with the readers. The doctor advised the patient to use over the counter dry eye medication. No other medications have been prescribed to the patient and no other surgical interventions have been performed. No further information was provided.